Manufacturer narrative:
Device passed the displacement test, self test and a21 or e21 alarm test. No unexpected a21 and a47 alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported that they were able to clear the alarm and able to complete rewind. Customer performed self test and the test was passed. Customer stated that the unexpected restart alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.